Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of failure to close the vessel after successful device deployment could not be confirmed as key components were not returned. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated nonconformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an unspecified procedure. Reportedly, the device deployed fine; however, hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression and a non-abbott hemostasis patch. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.